Event description:
It was reported that this left ventricular (lv) lead showed loss of capture (loc). The patient is pacing dependent. Threshold test was not able to be completed. This lv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).